Manufacturer narrative:
Additional product component:model number/catalog number:72404161,batch/lot number:155989018,model/catalog description:reservoir 65ml pc.

Event description:
It was reported that the patient experienced the pump would not return back to normal shape after being pumped with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 momentary squeeze pump was visually inspected. There was a leak at the reservoir tube strain relief and pump block junction and reservoir tube krt due to sharp instrument damage. The pump was not functionally tested due to the pump leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72404161, serial number: null, batch/lot number: 155989018, model/catalog description: reservoir 65ml pc.

Event description:
It was reported that the patient experienced the pump would not return back to normal shape after being pumped with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.